Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). An unspecified stent implant was deployed. The 3.5x08 voyager nc balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The voyager nc bdc was prepped with no issue or leak noted during preparation. The voyager nc bdc was successfully advanced to the target lesion for post-dilatation; however, during inflation at 16 atmospheres (atm) the bdc could not be fully inflated, and the bdc was removed without reported issue. Reportedly, there was no hole or leak noted in the bdc. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. An nc trek bdc was used to successfully complete the procedure. There was no additional information provided.